Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check experiencing shortness of breath. The atrial lead exhibited noise. No intervention was reported.